Event description:
A customer observed imprecise results on replicate testing of an anti hbc igm proficiency sample. No biased patient results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.